Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's family member reported that "something might be wrong" with the implantable pulse generator (ipg). They also reported that the patient was "very weak" and experienced chest pain. The ipg remains in use. No further patient complications have been reported as a result of this event.